Event description:
It was reported that the atrial lead exhibited loss of capture, loss of sensing and low impedance during implant. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.